Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system's power button was on, but the unit appears to be unresponsive. A field service engineer (fse) found auxiliary half height drawer 3 was not registering lights on the interface, prompting the replacement of the interface. Ohm measurements in both drawer controllers revealed a failed drawer controller, leading to a board replacement. After securing connections and rebooting, the new interface board was also found defective, with the device not appearing in hardware test application (hta). The interface board was replaced again, firmware updated, and testing confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the system's power button was on, but the unit appears to be unresponsive. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.